Event description:
The lay user/pt contacted lifescan (lfs) alleging the one touch utra meter was giving inaccurately high readings. In 2006 at 9:00 am the pt obtained the blood glucose readings of 351, mg/dl, 299 mg/dl, 439 mg/dl and 312 mg/dl on the reported meter, within 10 mins of each other. At that time the pt stated she was feeling symptoms that could suggest hypoglycemia: 'empty', cound't walk and 'afraid to go down stairs'. The pt tested her blood glucose level on a backup one touch ultra meter, and obtained the readings of 67 mg/dl and 57 mg/dl. The pt admin self-care by consuming orange juice. The pt did not retest her blood glucose level after drinking the juice. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the contact unit of measure and calibration code number. No qc testing was performed during the call, as the pt did not have control solution. The meter, test strips and control solution were replaced. The pt obtained elevated blood glucose readings on the reported meter experiencing symptoms. She later tested on another meter and obtained low blood glucose readings. Therefore this complaint is being reported as an adverse event.